Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly on (B)(6) 2019, sudden and intense pain, without trauma of the inferior left limb. Patient is unable to set foot on the ground. Patient is diagnosed with broken modular neck on his hip prosthesis, initially operated on (B)(6) 2019. Side note: during the original revision surgery (B)(6) 2019), the patient did an inhalation neuropathy due to a difficult intubation. He was transferred in the reanimation service. The extraction with new prosthesis occurred 6 days later, on (B)(6) 2019.